Event description:
The foreign customer reported that the emg tube was put into place, but after 2 or 3 minutes, the anesthetist had to remove the tube because the airway was blocked, and had to use a normal endotracheal tube. It was believed the tip of the tube bent and closed the airway at the distal tip while inserting.

Manufacturer narrative:
The returned et tube was evaluated by medtronic xomed engineering. 20cc of air was injected into the cuff, which inflated correctly and formed symmetrically as designed. Then attempted to manually pull the cuff over the distal tip but was not successful. An additional 10 cc of air was injected into the cuff could be forcibly pulled over the distal tip and blocking the tube's airway.